Manufacturer narrative:
Please note: medwatch report #2017233-2020-00275 references the same patient and captures the reported type ii endoleak. As it is unknown which gore® excluder® device may have contributed to the reported aneurysm enlargement, two additional components will be included in this report: pxc161200/10014754; UDI: (B)(4). Pxl161007/10386447; UDI: (B)(4). (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, and surgical conversion.

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a system of gore® excluder® aaa endoprostheses. According to the report, a type ii endoleak was observed post-operatively. The physician continued to monitor the patient. On an unknown date, follow-up computed tomographic angiography reportedly identified a proximal type I endoleak with aneurysm enlargement (amount unknown, aneurysm measurement not available). The cause of the proximal type I endoleak was not reported. A persistent type ii endoleak was also reportedly seen. The type ii was thought to originate from the inferior mesenteric artery. It was reported an open surgical conversion would be performed on (B)(6) 2020. However, further information regarding the procedure could not be accessed due to the covid-19 pandemic.